Event description:
It was reported that stent damage occurred. The 85% stenosed, 2.75mm x 24mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 2.75 x 24 synergy drug-eluting stent was advanced for treatment. However, the distal end of the stent could not cross the distal end of rca and the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. It was further reported that the shaft break noted during device analysis occurred post procedure.

Manufacturer narrative:
A synergy ous mr 2.75 x 24mm stent delivery system, catheter was returned for analysis. An examination of the crimped stent identified struts in distal region lifted and pulled distally. The undamaged crimped stent outer diameter was measured within max crimped stent profile measurement. No damage to the balloon was noted. Crimp stent markings were visible on the exposed balloon wall without any signs of positive pressure applied to balloon. The balloon wings were tightly wrapped and folded. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a fracture in the laser cut region fracture at 109 cm distal to the distal end of the strain relief with the device still intact. Dried media was noted in the lumen of the shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 2.75mm x 24mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 2.75 x 24 synergy drug-eluting stent was advanced for treatment. However, the distal end of the stent could not cross the distal end of rca and the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.